Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller mentioned that the patient (pt) had occasional zapping with her stimulation around power lines during the about 5 yrs that the pt used their scs system. Pt needing head MRI due to seizures that developed on (B)(6) 2020. Caller mentioned that all of pt's rsd symptoms went away after her seizures began but pt has been having seizures ever since. Tss reviewed having MRI center call into tech services as needed so we can discuss doing a scan with a depleted ins. Pt no longer has their remote as it was lost in a fire. Caller mentioned that towards the end of the battery life at about 5 yrs, that the pt started getting periodic zapping with their stimulation so that pt eventually just turned off their stimulation therapy. Patient rep called back in to review MRI considerations. Agent provided website and tech service line to caller to provide to their doctor/MRI tech. Patient rep called back to verify implant model number again. She said patient's grand mal seizure somehow resolved patient's rsd in both of her legs. Caller also described the involuntary zapping as if stimulation was turned up too high and it caused cramping. Technical services reviewed MRI.